Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient was experiencing ventricular fibrillation and ventricular tachycardia episodes. Further review revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited undersensing of the ventricular fibrillation episodes. The undersensing resulted in delivery of inappropriate antitachycardiac pacing and inappropriately interpreted the rhythm as return to sinus. The patient presented in the emergency room in cardiac arrest and was noted to have blood chemistry abnormalities. It was noted that the patient went down for thirty minutes and was intubated. The device was reprogrammed. Patient was unstable and will continue to be monitored.